Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7/+3/95 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2024. The patient experienced excessive vaulting. Lens remains implanted.

Manufacturer narrative:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. The lens was explanted and later replaced with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown. Claim#: (B)(4).